Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A visual test found a damaged(detached) downstream occlusion (dso) seal, scratched lens, liquid in the upstream occlusion (uso) sensor. Functional tests found a defective remote dose connector. The dso seal and uso sensor will be replaced.

Event description:
The customer returned the product for damaged remote cord socket, during physical inspection it was found that the downstream occlusion seal was detached and there was liquid in the upstream occlusion (uso) seal. There was no patient involvement.